Event description:
The covidien representative for (B) (4) rec'd a report from a pharmacist that stated the cuff on the pt's tracheostomy tube had a leak. The pt required re cannulation. It was reported that the tube was available to be returned for evaluation. No other info was provided.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.